Event description:
Information received by medtronic indicate that the customer received insulin flow block alarm. Troubleshooting was performed and advised that this event can be caused by site occlusion. No harm requiring medical intervention was reported. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.